Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device stopped working was confirmed. An assessment was performed and it was determined that the device was making an unusual noise, and was not working when the trigger was pressed. It was further observed that the unit¿s motor was damaged, an unknown liquid stance was found on the motor, electronic control unit (ecu), and on the gear sleeve. An unknown liquid was also found on the plate for the housing and other components. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that the small battery drive device stopped working. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.